Event description:
It was reported the patient was getting a power on reset (por) message on their programmer. It was stated they were unable to adjust stimulation and the programmer was showing a ¿call your doctor¿ icon. It was noted the por message was shown on the programmer the morning of report. Reportedly, the patient fell about three months prior to report and broke their hip. It was stated the patient was in the hospital and hadn¿t used their programmer since. It was noted the fall may have something to do with it and maybe ¿jarred¿ it.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v436019, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).